Event description:
Patient was undergoing laparoscopic cholecystectomy. The surgeon was using a non-locking a-trac grasper during the entire procedure to hold the liver up. During detachment from the liver bed, the gallbladder was grasped; however, a small piece that was on the distal tip of the device broke off and was retained in the patient's abdominal cavity. Appropriate suctioning was performed;however,it is not known for sure if the retained piece was retrieved.